Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaints identified no similar complaints from the lot. All information was investigated, and the reported unintended movement appears to be related to patient and procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report during use of the clip delivery system, there difficulty positioning the delivery catheter shaft. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3. The steerable guide catheter (sgc) was advanced. It was noted that there was resistance during insertion into the groin due to vessel tortuosity. The sgc was able to be advanced with resistance. It was observed under fluoroscopy that the sgc tip was bent down; therefore, the sgc was removed. The groin and abdomen were checked under echocardiogram and it was confirmed that there were no injuries. A new transseptal puncture was performed and the second sgc was advanced without issue. The clip delivery system (cds) was advanced, but was difficult to control and position due to the position of the sgc in a muscular portion of the valve; therefore, a second puncture was considered. The cds and sgc were retracted to the right atrium; however, the patient experienced tachycardia and hypotension, and the pacer was started repeatedly. The groin and pericardium were checked and no bleeding was visible. The patient was reanimated, but died. In the physicians opinion, the death was due to poor cardiac performance, repeated use of the pacer. Additionally, the physician suspected that there was a small hemorrhage in the groin due to the sgc bend, which the patient was not able to compensate for and it was noted that the patient was experiencing anemia. No additional information was provided.